Manufacturer narrative:
D4: expiration date unk. (B)(4)

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens, into the patients right eye (od). The surgeon was requesting assistance to fix irregular astigmatism. The lens remained implanted. Additional information has been requested but none has been forthcoming.